Event description:
I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is b66019. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started with my first menstrual cycle in january 2014.this is a list of my side effects and symptoms that I have experienced due to essure. Sharp/stabbing pelvic pain, severe cramping ( especially during my period), excessive bleeding during period and continuous bleeding in between, hot flashes (resembling fever, but no actual fever), extreme fatigue, painful intercourse, weight gain and trouble losing weight, breast and abdominal tenderness, abdominal twitches, back, hip and joint pain (especially legs and feet), metallic taste in mouth, tingly face sensations (numb teeth), migraines, dizziness, brainfog ( a lot of forgetfulness), mood swings, bloating, dry and itchy skin, and swollen hands and feet.I have been seen by three doctors, including one ER visit. I have been diagnosed with the following conditions sinusitis, dehydration, and uterine polyp. I have had the following surgeries due to essure, nuvasure/hysteroscopy and the device is still inside of me.(B)(4).